Event description:
The pt was enrolled in the program in 2004. Target lesion 1 was identified in the distal lad with 99% stenosis and a 2.5mm reference vessel diameter. Target lesion 1 was treated with pre-dilatation and placement of a 2.5 x 12 mm taxus stent. Residual stenosis was 0%. Target lesion 2 was identified in the proximal lad with 90% stenosis and a 3.0 mm reference vessel diameter. Target lesion 2 was treated with placement of a 3.0 x 20 mm taxus stent. There was a proximal dissection that was treated with placement of an overlapping bailout stent (taxus 3.5 x 8 mm) back into the lmca. Residual stenosis was 0%. Target lesion 3 was identified in the proximal rca with 90% stenosis and a 3.5 mm reference vessel diameter. Target lesion 3 was treated with placement of a 35 x 12 mm taxus stent. Residual stenosis was 0%. The pt was discharged the following day on plavix and aspirin. The pt was readmitted for cardiac catheterization and possible pci in about 3 1/2 months later. Adenosine stress test 4 days before had revealed the following: "large area of completely reversible ischemia in the anterior wall in the distribution of the lad." Cardiac catheterization revealed lad restenosis. A 2.5 x 12 mm taxus stent was placed in the proximal lad. There were no complications, and the pt was discharged the the next day on plavix and asa. Causality: relationship to taxus stent: not related.

Event description:
Clinical study. Same case as MFR# 6000089-2004-00816, 00818, 00819. It was reported that after a coronary drug eluting stenting treatment procedure a target vessel reintervention was performed on the right coronary artery and the left anterior descending artery. Additional info has been requested.